Event description:
Device issue: dislodged stent. Time of device issue: during the procedure. Adverse event: medical intervention. It was reported that during the procedure in a heavily calcified proximal right coronary artery, the xience v stent system was advanced through a previously implanted unspecified stent; however, it could not cross the distal lesion. An attempt was made to withdraw the stent system, but the stent became caught on the previously implanted stent and dislodged from the balloon. The stent was removed from the anatomy using a snare device. The patient was discharged the following day with no adverse patient sequela. No additional information is available.

Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not completed.